Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio seal device was returned for evaluation. The returned device included the locator, hemostasis sheath and header bag. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 42 & arteriotomy locator - d2. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the procedure was completed, and an md wanted to deploy an angio-seal (as) for femoral artery closure. The angio-seal was prepped, but the arteriotomy locator did not click together with the sheath. The healthcare provider did not feel comfortable inserting the system inside the patient and set this angio-seal aside to return to terumo. They then opened a second angio-seal vip, 6f, and completed the femoral closure. The procedure type was abdominal angiography to rule out a gi bleed. The patient's condition was stable, and there was no blood loss. A 6fr procedure sheath was used. The event occurred post-procedure. Additional information was received on 01 apr 2025: there was no audible click on mating, nor was there tactile feedback. The locator separated after mating with the hub and was too loose.